Event description:
Report #2 of 2 for this event. According to the information provided, the patient underwent a left knee revision of all components. Subsequently, approximately 2 years later the patient was revised due to prosthesis wear, instability and loosening. Additionally, it was reported via legal documentation the patient continues to experience daily pain, discomfort, swelling and ambulation difficulties. No additional information is available.